Event description:
It was reported that: removed the mesh plug due to adherence to the small intestine. The patient had a gastric cancer operation in 2003 at other facility and later developed an abdominal incisional hernia. The site was treated with a composix kugel. The patient had a lung cancer operation and monitored closely in the reported facility. The patient had red flare combined with some pain in abdominal area. Under a CT scan, the mesh plug was found adhered to intestinal canal due to deflection of the mesh plug. The infection was confirmed due to bacteria cultivation in the red flare area. The mesh and the part of small intestine, where the adhesion was seen, were removed by an open abdominal surgery. The patient shows good progress after the operation. The user assumes that this is not a product related failure. Also, this incident was found in the non-welded part of the mesh ring. (B) (4) observation: no sample returned. (B) (4) 2010.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.